Event description:
Customer reports prior issues of the guidewire kinking, sticking when passing the catheter. It was reported the wire bent very easily during insertion and sometimes at several points. It was unknown how many devices or patients the issue occurred with. It was reported the treatment was delayed in each case, but no patient damage occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports prior issues of the guidewire "kinking, sticking when passing the catheter". It was reported "the wire bent very easily during insertion and sometimes at several points.". It was unknown how many devices or patients the issue occurred with. It was reported "the treatment was delayed in each case, but no patient damage occurred".